Manufacturer narrative:
Investigation/evaluation a document based investigation has been performed which included review of the instructions for use, quality control data and specifications. One specimen cup was received; the flexor sheath and dilator assembly was not returned. Inside the cup was a small amount of clear liquid and a long sliver of clear plastic like material. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device lot number was not provided; therefore, a review of the device history record could not be completed. A review of complaint history for the complaint device lot also was unable to be performed without the lot information. Flexor ureteral access sheath and dilators are shipped with instructions for use, which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿there are no known contraindications. Place an .038 inch (97mm) diameter wire guide the desired length into the ureter to establish a working tract. Grasp sheath below the instrument adapter and advance assembly over the wire guide and into the ureter. Note: ensure the dilator is securely locked onto the instrument adapter, ensuring the assembly can be placed as a single unit, allowing one-hand placement¿. Based on the information available and the evidence presented in the specimen cup; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that a male patient underwent a ureteroscopy and laser lithotripsy, and basket extraction of kidney stones. During the procedure, the flexor ureteral access sheath and dilators were utilized. As reported, a shred of plastic from a 45cm ureteric access sheath was noted in the patient¿s ureter during the surgery and it was retrieved. No unintended portion of any of these devices was left in the patient¿s body. There were no additional procedures required due to the reported issues. There has been no adverse effect to the patient resulting of the reported device issues.